Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer¿s insight meter was returned and evaluated. The cir downloaded the meter¿s internal memory contents. Failure analysis revealed that the 18.5 u extended bolus was a manual bolus that was manually entered on the pump and synced from the pump to the meter. There is no indication that this bolus amount was un-programmed.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported receiving an unintended bolus that she did not program. Caller stated the unintended and unprogrammed bolus is recorded in the meter logbook. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The key lock feature has been determined to be too easily unlocked if carried in a pocket so the customer's allegation of unintended bolus is possible.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.